Event description:
Caller reported feeling weak, self-treated with food, then had aviva blood glucose results of 51 mg/dl, 168 mg/dl, and 99 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.